Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg), one ars connected to an 18 ga introducer needle , one s-l catheter, and one dilator for evaluation. Visual inspection of the swg revealed one kink and one bend on the distal end of the swg body. Crushed coils were also observed. It appeared as if the swg had been clamped, causing the coil wires to deform. A gradual bend was noted in the proximal end. No other damage was observed on any of the other returned components. The kinks/bends in the swg body were located at 515 mm and 590 mm from the proximal end. The crushed coil wire section was located from 517-524 mm from the proximal end. The total length of the swg body measured 603 mm, which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the swg measured 0.795 mm, which is within specifications of 0.788-0.826 mm per swg product drawing. The swg was inserted into the returned catheter, dilator, and ars/needle assembly per IFU which states, "advance spring-wire guide into arrow raulerson syringe approximately 10 cm until it passes through syringe valves. Raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth." And "thread tip of catheter over spring-wire guide. Sufficient guide wire length must remain exposed at hub end of catheter to maintain a firm grip on guide wire." The swg was able to pass through all four components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink, one bend, and crushed coil wires. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.